Event description:
The customer reported that the system booted up to an interlock failure error message. This error message would prevent the system from completing boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power motor relay board was identified as having a loose connection. The customers in-house engineering reported that they would repair or replace the board as required.